Event description:
The complainant reported that the impella cp started normally and then the pump flow decreased to less than one liter per minute the access sheath was flushed with a 20 milliliter syringe prior to insertion in normal fashion. The impella cp was then removed and replaced with a new impella cp. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.